Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer confirmed that the device had recently been exposed to water. Blood glucose level at the time of the incident was 298 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. No moisture damage on the electronics and the motor noted. The insulin pump was monitored and no stuck screen noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.